Event description:
When the pulse oximeter probe was removed from the patient's finger, there was a reddened area at the edge of the nail bed. The probe was placed on another finger and the same problem occurred.